Manufacturer narrative:
Medical records review: the patient with history of deep venous thrombosis with inability to anticoagulate secondary to cranial trauma had an inferior vena cava filter deployed below the level of the renal veins. Approximately one year four months post filter deployment, during scheduled retrieval, an attempt was made to pass a guidewire through the cava; however, once the superior portion of the filter was reached, the wire would advanced into either of the renal veins. A cavogram was performed but flow would not go distal to the filter. The decision was made to not collapse the filter secondary to the likelihood of thrombus present within the filter and the procedure was concluded. Recommendation was made for the patient to remain on anticoagulation therapy. Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided an reviewed. Approximately one year and four month after filter deployment, the patient was scheduled for filter retrieval. An attempt was made during the procedure to pass a wire through the filter; however, the wire would not pass through the filter most likely due to thrombus within the filter. Therefore, the procedure was concluded and no attempt to remove the filter was made at that time. Henceforth, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made to remove the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after the patient had a massive stroke and was diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months post filter deployment, patient presented for filter removal. Through the right jugular vein access 12 french introducer advanced into the inferior vena cava without difficulty, once reached the superior portion of the filter the wire would not advance and repeatedly gone into either of the renal veins. Despite of multiple attempts, a decision was made to not collapse the filter secondary to the likelihood of thrombus present within the filter and a decision was made to abort the procedure. Therefore, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g4 h11: e1 (complainant phone ), h6(method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after the patient had a massive stroke and was diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.